Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A medwatch form with uf/ importer report # (B)(4) was received on 01dec2020 with the following information: the laparoscopic cautery hook (l-shape hook electrode) had a break in the insulation which caused a cautery burn to the patient's gastric wall requiring repair during a paraesophageal hernia repair and cholecystectomy procedure. Additional information received states that the postoperative notes indicate there was "primary repair of thermal injury to the anterior gastric body." There is no information regarding delay, revision or extension of injury in the facility's postoperative notes. The patient was discharged from the facility on (B)(6) 2020.

Manufacturer narrative:
Unique device identifier: (B)(4). 600318 l- shape hook electrode was not returned for evaluation (provided fedex number has not been processed); therefore, an evaluation of the device could not be performed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.